Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown otolaryngology-head and neck surgery on (B)(6) 2021 and a reservoir was used. The reservoir could not be locked. It was able to be locked at the 1st activation after the surgery, but after emptying the reservoir, it could not be locked at the 2nd activation to apply negative pressure. Further details are not provided. There were no adverse consequences to the patient.